Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): we got the customer complaint from (B)(6) hospital on product function defect (non-working after inject drug) of easypump for 02 units on (B)(6) 2015. The pump was contaminated with a cancer drug, named 5-fluorouracile dbl 500mg/ 10ml IV- fluorouracile (5fu).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.